Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent keypad response issue. The contrast and "ok" buttons have become intermittently unresponsive and must be pressed several times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was undamaged and all of the buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen.